Event description:
It was reported during implant procedure that the right ventricular (rv) lead failed to capture. The rv lead was retrieved and not used. The patient was stable throughout the procedure.